Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The bed was missing 2 of the rubber stoppers on the leg frame.